Event description:
A cartridge alarm was reported during the loading process of an insulin pump in ireland. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge, but the issue recurred. Consequently, the pump will be replaced, and the customer will use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery. The customer was instructed to return the problematic pump using a pre-paid label within 10 days and acknowledged understanding the process.